Event description:
The analyzer produced a series of results with low light signal. No pt treatment was administered or withheld because of results produced. This scenario is consistent with prior incidents that were caused by depletion of signal reagent during operation of the analyzer, which could cause false negative "ckmb" and beta-human chorionic gonadotropin results.